Manufacturer narrative:
Citation: perrin, n. Md et al. Paradoxical qrs complex narrowing following transcatheter aortic valve implantation. Cardiovascular medicine (2017). 20(9): 213¿215. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-old male patient with a past medical history of severe aortic stenosis and atrial fibrillation (afib) with a right bundle branch block (rbbb) who underwent implant of a medtronic evolutr transcatheter bioprosthetic aortic valve (serial number not provided). After the implant, an echocardiogram indicated mild paravalvular leak (pvl) and an electrocardiogram (ECG) indicated transient complete heart block (chb) and atrial fibrillation (afib). Subsequently, a permanent pacemaker was implanted two days post valve implant. No additional adverse patient effects or product performance issues were reported.